Event description:
A customer contacted beckman coulter inc (bci) regarding an erroneously elevated troponin (accu tni) result generated by the access 2 instrument for one patient. A patient sample gave an accu tni result of 36ng/ml. The result was reported out of the lab and questioned by the physician. The original sample was re-tested for accu tni on a different instrument in the customer's lab and repeated result was "within the normal reference range." A corrected report was sent. It is unknown if there was an effect to the patient in association to this event, but physician questioned the result.

Manufacturer narrative:
Qc was within specifications in the morning. After physician started questioning results, customer ran qc and a diagnostic system check, both failed. Customer found a leak in the wash buffer reservoir, which was corrected. Customer then repeated all elevated results on their back up instrument and obtained results within the normal reference range. A field service engineer (fse) was dispatched to the customer's lab: the fse replaced peltier and cleaned heat sink. The fse replaced crimped peri tubing and adjusted the mixer speed and vacuum pressure back to specifications. The fse ran verification testing with good results. Hardware issue may have contributed to this event. A malfunction will be assumed for the purpose of this report.